Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from multiple pt samples that were generated by the unicel dxi 800 access instrument. Pt a: the initial accu tni result was 1.07ng/ml and 0.94ng/ml upon reflex. A fresh sample was collected and tested for accu tni and the initial result was 0.97ng/ml and 1.10ng/ml upon reflex. Both samples were tested for accu tni on a different instrument in the customer's lab and results were: 0.08ng/ml and 0.07ng/ml for samples 1 and 2 respectively. Pt b:the initial result was 0.90ng/ml and 1.10ng/ml upon reflex. The sample was tested for accu tni on a different instrument and a result of 0.03ng/ml was obtained. Pt c: the initial result was 1.03ng/ml and 1.30ng/ml upon reflex. The sample was tested on a different instrument and the result was 0.03ng/ml. The erroneous results were reported out of the lab and one pt was transferred to another facility and a second pt was admitted to a hospital for observation. It is unclear which of the two patients were transferred and admitted to the hospital. The customer did not receive any report of pt injury or death attributed or connected with this event.

Manufacturer narrative:
Qc for accu tni was within specifications before the event. The customer performed a maintenance testing prior to the event. Later on, they discovered an issue with the tubing for dispense probe #3. The customer replaced the dispense probe. A customer technical service (cts) advised the customer to perform a system check. A field service engineer (fse) was dispatched to the customer's lab: the fse indicated that the system check performed by the customer earlier partially failed. The fse removed wash wheel and found wash buffer in the track. The fse reassembled the wash wheel and initialized the instrument. The fse noticed a dried fluid on luminometer lens. The lens was cleaned and the luminometer was reinstalled. After service completion, the fse performed diagnostic and qc testing; all result passed within specifications. The fse verified the instrument per established procedures. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.